Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection sleeve of a 6f/7f mynx control vascular closure device (vcd) was damaged and could not enter the 7f non cordis femoral sheath. The sealant protection was split, and the sealant was exposed. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was attempted to be used for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. A non-sterile ¿mynx control vcd 6f-7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The procedural sheath and the syringe were not returned for evaluation. The stopcock was observed opened, and the balloon was found fully deflated. The sealant was found in its manufactured position, fully covered by the sealant sleeves, and exposed to blood. The sealant sleeves were observed to have been kinked/bent. The device was inspected for damages/anomalies that may have contributed to the reported failure and no frayed/split/torn conditions were observed on the returned device. A dimensional test was not performed on the returned device due to the kinked/bent condition observed to the sealant outer sleeve assembly. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found in its manufactured position, fully covered by the sealant sleeves. The sealant sleeves were observed to have been kinked/bent; however, no frayed/split/torn conditions were observed on the device. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device since there were no frayed/split/torn conditions noted; however, a kinked/bent condition of the sleeves was found. Also, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not confirmed through analysis of the returned device as the sealant was fully covered by the sealant sleeves. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle), access site vessel characteristics (mild tortuosity) and/or the condition of the procedural sheath (although not returned) may have contributed to the kinked/bent condition of the sealant sleeves noted, which may be the frayed/split/torn condition reported by the customer. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely, and/or obstruct the device path. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection sleeve of a 6f/7f mynx control vascular closure device (vcd) was damaged and could not enter the 7f non cordis femoral sheath; the sealant protection was split. The sealant was exposed. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was attempted to be used for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. The device will be returned for evaluation.